Event description:
During access, physician felt resistance when advancing the wire and pulled back to get different angle. Wire became resistant to come back. He decided to remove needle and wire together. When removed, he noticed the wire was sheared off at the tip. Fluoro of the groin showed that the wire was present but was not intravascular. Procedure was performed and after procedure small incision had under fluoro and wire removed. Post fluoro showed no wire present.